Event description:
It was reported that the motor device made a high pitched noise. It was unknown when the alleged defect was observed. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).